Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown serial# implanted: (B)(6) 2026; explanted: product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd:, UDI#. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. The trial began on (B)(6) 2026. It was reported that they had broken lead, lead damaged, or lead cut. The their no leads attached when they checked. The cause was not known. The issue was not resolved and was still ongoing. Patient reported patch was coming loose and now getting error that no leads attached. Unbale to perform troubleshooting steps they were all alone and their patient representative could not assist them. Advised to contact their doctor, if symptoms persisted.